Event description:
Cook (B)(4) reported for the customer, "the catheter broke and the physician need to cath part of it from the pulmonary artery. He removed it with a loop retriever." A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Quality engineering inspected the port, catheter, and catheter lock. The port was returned with the catheter and lock still attached per IFU instructions. Two pieces of the catheter display signs of a breakage. These pieces of catheter display signs of burnishing and wear on the outer surface of the catheter. Based upon the burnishing of the catheter, it appears the catheter fractured due to wear over time. There is no evidence to indicate that this device was not manufactured to spec. (B)(4).